Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type :programmer, patient.

Event description:
A patient reported they were at a charity event on the day of the report and they felt their hands trembling and stimulation decrease and increase. They went to use their patient programmer (pp) to adjust the setting and there was a big black circle/dot on the pp screen. They tried to adjust the setting and the pp would not do anything for four times. Their tremors were so bad, they could not get the food to their mouth. After the patient moved out of the area she used her pp and it worked fine and their tremor went away. They were not sure why it was happening but it was "freaking out". They were not around any electromagnetic interference (emi) or magnet device. There was no code with the message. The patient stated that while their pp was in their purse, they could feel the implant increasing in their body. The pp is working fine, but they were calling to report the event. On the day of the report the pp was working normal all day. The implantable neurostimulator was indicated for essential tremor/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.